Manufacturer narrative:
No regular maintenance records can be provided. No return anticipated, as end user was referred to a service provider. The underlying cause of the alleged break of the frame is unknown; however, it was reported that the end user was pulling the ta4 up the stairs with a belt around their neck and there was multiple alleged malfunctions. The underlying cause is most likely physical damage. Should additional information become available a supplemental record will be filed.

Event description:
The end user stated the chair is broken at the back, where the back cane meets the frame. End user stated the push handles have been broken. End user stated the arm rests are broken and the seat belt is broken. End user went on to state he needs casters and wheels. Update from customer service on 7/28/16: end user stated he uses a belt around his neck and pulls the chair up the stairs causing back pain. Update from consumer affairs 8/1/16: no alleged malfunction to cause alleged injury. End user is transporting chair up stairs with a belt around his neck which is not advised, the chair is not causing the alleged soreness but the way he is attempting to transport the chair is the cause. End user is not aware of what caused the frame or back canes to break. No further information was available.